Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed, displaying the message ¿stopped.¿ it had shut off during the night. The patient had called cadd pump support in the morning, and they had assisted him in restarting the pump. The issue had not been related to the battery. The pump had not been used to prime the extension tubing. The patient had not been medically affected.

Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.